Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H3: the device was received for evaluation as well 7 photos. There was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no leak observed and no known cause of the reported issue, and no further action was taken.

Event description:
It was reported that the patient noticed leakage coming from the tubing. The patient was not receiving the full ordered volume, and the provider was okay with disconnecting pump with no make-up cycle. Device settings - programming mode: continuous, reservoir volume: 138 ml, given: 103.85 ml, air detector: off, upstream sensor: on, length of infusion: 46 hours, lock level: ll2. The administration set was primed using the ambulatory pump. A cstd was used. There was a needless connector on the end of the IV line. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.